Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of this incident was over 500 mg/dl. Customer was wearing the insulin pump at the time of this incident. Customer also reported noticing bent cannulas. Blood glucose level at the time of the incident was 300 mg/dl. The insulin pump was not replaced or returned for analysis.